Manufacturer narrative:
The reported reset was verified in the laboratory and was due to a low battery depletion. Based on device settings, the device did not reach the expected longevity. No high current drain sources were found throughout bench, temperature, humidity and automated electrical testing. The battery was sent to the manufacturer for analysis. No anomalies were found that could cause premature depletion. The cause of the battery depletion was undetermined.

Event description:
It was reported that the patient has been receiving frequent vt episodes. During a follow-up a reset mode with no defibrillation function was observed. Lead damage was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.